Event description:
It was reported that the patient presented in clinic for a follow-up after receiving a patient notifier. Interrogation revealed that the right ventricular lead exhibited noise and high pacing impedance. Programming changes were made. The patient had no adverse consequences.

Manufacturer narrative:
Correction: b5 and h6 should reflect programming changes.

Event description:
It was reported that the patient presented in clinic for a follow-up after receiving a patient notifier. Interrogation revealed that the right ventricular lead exhibited noise and high pacing impedance. No device intervention was performed. The patient had no adverse consequences.